Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity device. The device was removed from packaging per IFU, inspected with no issues noted. The lesion was situated in the proximal rca, little tortuosity, little calcification. During stent deployment/ balloon inflation the balloon failed to inflate during the 1st inflation. It is reported that the balloon leaked. They first thought it was an inflation device issue and tried another inflation kit. Same issue so the entire stent catheter was removed and another stent of same size was opened, prepped and advanced to the lesion where it was successfully deployed with no complications. There were no patient complications and procedure was completed successfully.

Manufacturer narrative:
Product analysis: the distal balloon folds were open and residue was visible in the balloon. The proximal balloon folds were partially open and residue was visible in the balloon. A kink was present proximal to the guide wire entry port. Dried contrast/blood was visible in the inflation lumen. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal shaft, confirming the presence of a leak. A cut was evident at the leak site 11.8 cm proximal to the distal tip, there was also scratch marks evident radially to the leak site. The cut at the leak site was approximately 2 mm in length. Sem images were taken as part of the analysis. The leak site was uneven and jagged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.